Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 2 bd micro-fine¿ + pen needles were blocked during use. The following information was provided by the initial reporter, translated from chinese: "1. The customer reported that the xinyourui 4mm needle purchased in the hospital could not pour water when using it, and it was considered that the needle was blocked and the product quality problem. 2. The client said that he had injected insulin for more than a year, three times a day, and the needles were not reused. He said that one of them could not get water last month, and another one could not be used this morning. It is used with lantus (insulin glargine injection) bj541745 model, 300 units/piece, about twenty days' supply."